Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection found the ks-mouthpiece was defective, mount damaged observed (biopsy port failure). Grip unit scratched. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer sent a repair request reported with an issue of "problems with washing cannulas with detached graft" (issue with instrument channel port/damaged). According to the reporter, the issue occurred at the end of the cystoscopy procedure. When the tap was removed, the internal metal part of the washing channel came off. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that excessive force was applied to the channel port and broke it when detached from the adapter. The cause of the loose channel port was likely stress or user¿s handling. Olympus will continue to monitor field performance for this device.